Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, 100% stenosis in the mid left anterior descending artery. Reportedly, the 1.20 x 06mm rx traveler balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 6 atmospheres. Resistance was felt during advancement to the lesion due to patient anatomy. A non-abbott balloon catheter was used to complete pre-dilatation. The procedure was completed after deployment of a xience xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, gaia 1st, xt-r; guide cath: brite tip. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler rx is currently not commercially available in the united states; however, it is similar to a device sold in the us.